Event description:
Quoted from nurse's report "I have both efm (external fetal monitor) and ifm (internal fetal monitor) recorded fhr (fetal heart rate) 110-120's for #1 twin from 1511 pm until pt brought to delivery room at 2238; there was both audible and visible tracing. I brought fetal monitor to delivery room and continued to use external fetal monitor on both twin 1 and twin 2 during forceps delivery. At delivery of twin 1's head it was obvious that she, an infant girl, was a fetal death in utero probably greater than 48 hours because of the macerated appearance." Twin #2 was delivered alive without incident. An autopsy was performed on twin #1. The autopsy report revealed: 1. Intrauterine fetal demise. 2. Macerated 36 week female fetus (202.5 grams). 3. Dichodonic; diamniotic placenta showing multiple foci of villous edema consistent with fetal hypoxia. (*)